Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old female patient underwent a primary breast reconstruction with two 500cc mentor memorygel breast implants and experienced generalized illness symptoms including breast implant illness, silicone toxicity, kidney failure, tpa for stroke, and ¿many health issues for a period of years¿ post-operatively. The patient reported that she started having daily headaches/migraines and mentioned being in and out of the hospital many times. The patient had a tpa stroke and had nightly seizures because of the build up of pain and working at the same time. The patient also reported that her skin turned like ¿leather¿ and started to swell. She experienced hair loss and brain fog. In addition, she was seen by a rheumatologist for muscle joint and body aches. The patient also reported bilateral leakage of the breast prostheses through the capsule. As a result, the patient underwent bilateral explantation on an estimated date of (B)(6) 2018. This report is for the right side device.